Event description:
Patient gave history of bilateral breast capsular contracture with worsening pain over last 3-4 years. Patient decision to have implants removed. Right implant removed intact, however, there was some microscopic bleed noted. Believed to be normal. Left implant ruptured during removal process.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.